Event description:
During an ablation procedure, it was reported that the surgeon noticed an epidural hematoma (edh). Some minor bleeding was noticed near the epidural hematoma. The surgeon used suction and floseal to control the bleed and proceeded with the ablation operation. There were no patient complications reported in relation to this event.